Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A correction has been made on the device (B)(4) and lead (B)(4). The recall code has been removed as there is no remedial action code for these products.

Event description:
It was reported the patient expressed great dissatisfaction with the device and leads that remain implanted. No specific examples of the lack of quality, durability reliability, safety or effectiveness of the products. No patient complications were reported as a result of this event. The patient alleges further that the upper quadrant lateral, posterior and anterior section of the chest spasms or vibrates with prolonged intervals with no reaction from the device.